Event description:
It was reported that the right ventricular (rv) pacing impedance had been steadily rising and there was high lead impedance. The right ventricular capture threshold was elevated but had not changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2010 02:15:03 and (B)(4) 2010 02:15:03. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace= 1360 to 4096 ohms peak between (B)(4) 2010 and (B)(4) 2011.